Manufacturer narrative:
The broken screw has been returned for evaluation. A follow up medwatch report will be filed upon completion of the evaluation.

Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to premature fracture. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Contact reported a revision surgery was scheduled to stabilize/fuse a non-union. A broken screw was noted at c2. Broken screw was removed and construct was extended.